Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported through patient outcome that the patient was transplanted on (B)(6) 2020. No specific device-related issues or adverse events were reported in association with the patient's heart transplant. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. Although no specific device-related issues or adverse events were reported, section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient underwent transplant on (B)(6)2020. Additional information was requested but not provided.